Manufacturer narrative:
Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. Investigation results also found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found on the device. The formed needle was inspected, and no abnormalities were found.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod. When removed from the infusion site, which was bleeding and swollen, the pod's cannula was found bent. Additionally it was reported that the cannula cut the patient's skin.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.